Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain, stiffness, discomfort and weakness which affects mobility and toxicity of metal in body after asr hip implant. Doi: (B)(6) 2009 (right hip). Dor: none reported. Patient is resident of (B)(6). Update (10/25/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update der rcvd 13 june 2014 - updated dor, patient age and surgeon details.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Litigation alleges patient had pain, stiffness, discomfort and weakness which affects mobility and toxicity of metal in body after asr hip implant.